Event description:
The reporter called and alleged a discrepant results on the device when compared to the lab during a correlation. The report device result/lab inrs reported were 2.6/1.9, 2.6/1.9, and 4.5/3.3. No other information was provided. The device was replaced and requested to be returned for evaluation.